Event description:
On (B)(6) 2011, pt reported hyperglycemia and insulin leakage from the infusion set. Pt believes the leak originated at the connector of the tubing, and she discovered the leak when changing her infusion site. Pt did hear an audible click when she connected the tubing to the headset. Infusion headset is inserted at a 90 degrees angle using the insertion device. Blood glucose elevated as high as 342 mg/dl, and normal blood glucose is 120 mg/dl. Pt bolused to treat hyperglycemia. Infusion set and insulin cartridge had been in use for 2 days. Pt advised she would change her infusion set. Infusion set was requested for eval. F/u was completed, and pt reported her blood glucose returned to normal. The pt did not require assistance from a health care professional or second party to address the issue.